Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a q-syte connector could not be confirmed from the photograph and physical sample that were provided for investigation. A visual observation and functional test revealed no damage or defects with the q-syte connector. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The customer connected q-syte to IV line tip for IV therapy, but after hours, they found IV line tip was pushed out of q-syte and completely detached. The above phenomenon was not found in the q-syte of the other lot number replaced by the customer.